Event description:
Target was informed that this gdc coil was the first coil in the aneurysm. After 5-cm of the coil has been deployed in the aneurysm, the physician wanted to correct one loop by pulling the coil back. However, the coil broke at the detachment zone. The coil was removed by the aid of a snare and the procedure was successfully completed with new devices without any problems. The pt was reported in good condition without any clinical consequences.